Event description:
Additional information reported the cause of the withdrawal symptoms was unknown.

Event description:
It was reported that the patient experienced withdrawal symptoms. The patient reported nausea, headache and diarrhea on (B)(6) 2014. Actioned taken on (B)(6) 2015 included, prolongation of existing hospitalization, medications administered was oral hydromorphone. The severity was reported as mild. The event resolved without sequelae on (B)(6) 2015. The pump system was delivering hydromorphone, bupivacaine and baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).